Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver steel cable broke during intraoperative use. Another clamp was offered to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The surgical task was main code procedure reintervention on the transition of the esophagus. The instrument did not collide with any other instrument or tool during the procedure. There were issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There were cables protruding from the distal end of the instrument. The instrument is available for return to isi. There are no images/videos available.

Manufacturer narrative:
The mega suturecut needle driver has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.